Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within one day of implant, there was intermittent capture with long pauses of 7 seconds. A temporary pacing lead was placed until the chronic lead was explanted and replaced. No patient complications have been reported as a result of this event.